Event description:
During an unspecified procedure in the left circumflex (lcx) coronary artery, the maverick2 monorail balloon ruptured. The balloon was unable to be inflated and it was noted that it was ruptured. The procedure was completed with a different device. A medikit 6f introducer sheath and terumo runthrough guide catheter were also used in the procedure. Pt status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.